Manufacturer narrative:
An investigation of this compliant has been unable to be started due to lack of information from the complainant. When more information becomes available, a supplement report will be submitted.

Event description:
A patient was reported to have undergone a revision surgery to perform a washout of a surgical site due to an alleged infection. No implants were reported to have been replaced. However, there is currently no information available on which devices were implanted at the time of the alleged infection.